Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. The pump alarmed prime during prime test and motor error alarm during occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, self-test, off no power test, error test, displacement test and rewind test. We were unable to perform occlusion test and excessive no delivery test due to prime alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer indicated via phone call that the pump is stuck in the rewind sequence and alarmed compromised force system sensor. The customer indicated that their blood glucose level was 286mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.